Event description:
On (B)(6) 2011 it was initially reported that during implant, a physician had difficulty with catheter insertion/advancement. The distal/intrathecal end of the catheter was bending or curving, after the catheter was advanced a few centimeters from the end of the needle. The catheter had been removed, and another was used in its place. It was noted that the physician was following proper paramedical technique and proper procedure. It was further indicated that the issue had occurred with the physician's last 5 to 6 cases. The catheters were planned to be sent back to the manufacturer for analysis. On (B)(6) 2011: additional information received indicated that the reporter was not present at all of the physician's cases, in which the same issue had occurred. The patient outcomes were noted as being "all fine so far", in addition to no patient injury. The medication delivered via the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).